Manufacturer narrative:
Product analysis: it was determined at analysis that the output connectors were broken and the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and was subsequently found to have broken output connectors during manufacturer's analysis. There was no patient involvement.